Event description:
The customer contact reported the shut off valve in the soluset did not close when the soluset emptied. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained.